Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient asked her husband to take her to the hospital at around 7:30 am based on the dexcom cgm (continuous glucose monitor) showing 363mg/dl. The patient indicated she did not take a finger stick reading. The patient was treated at the emergency room and was admitted into the intensive care unit (ICU). The patient did not wish to provide event details. There was no allegation of malfunction against the device. At the time of contact, patient was in stable condition. No additional patient information is available.